Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. The reported problem was confirmed. The cause of the more frequent adjust belt messages was a damaged cable section. The cable from the distribution node to ECG c was cut exposing the wires. The white wire was broken and others have nicks in insulation. The cause of the cut cable appears to be physical abuse.. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B) (6) male pt contacted zoll lifecor customer support to report that he is getting more frequent "adjust belt" alarms. The pt also reported, the belt cord is fraying near the right electrode. The pt's electrode belt was replaced.